Manufacturer narrative:
A follow-up report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that the device disarmed while charging an energy, during a cardiac arrest. The involved pt died.